Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0erfa, implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported via the manufacturer¿s representative (rep) the consumer had been in for multiple reprogramming sessions, but had the device explanted on (B)(6) 2017 because they were very unhappy, upset, and frustrated, and wanted the device analyzed because they said the device didn¿t work. It was unknown what could have led to this issue, what interventions/actions were taken to resolve the issue, or if the issue was currently resolved. No further complications were anticipated.

Manufacturer narrative:
Analysis if the ins (3058) could not verify the complaint and found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.